Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined this MDR was not filed under the correct MFR number. This event will be reported on MFR-0001038806 -2019 - 01548.

Manufacturer narrative:
Zimmerbiomet complaint number : (B)(4).

Event description:
It was reported that the unknown zimmer implant fractured. The patient was also reported to have and developed an infection as a result of the implant fracture. The implant was extracted.